Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02085. Not returned to manufacturer.

Event description:
It was reported patient went under a revision procedure one (1) month post initial surgery as the humeral head disengaged from the vrs base plate. Surgeon decided to convert to reverse shoulder implants. Attempts have been made and no further information has been provided.